Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Event description:
Additional testing was performed during evaluation. A review of the data log did not find any errors related to the customer complaint. Functional testing was performed and there were no failures detected. A manual drop test was performed for intermittency and the test passed. The receiver case was opened for further evaluation. The speaker resistance was measured and the resistance was within specifications. The reported event of an intermittent audio output could not be confirmed with additional testing. A root cause could not be determined. (B)(4).